Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided. The malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the kilovolts measured too high on the system. No pt injury was reported.